Event description:
Additional information was received that the device was electively explanted. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This issue is caused by interactions between the device and hospital monitoring or diagnostic equipment when the minute ventilation feature is programmed on.

Manufacturer narrative:
The device remains implanted and mv remains programmed off. This issue is under investigation. It may be related to interference between the device and other hospital monitoring equipment. No additional information is available at this time. If additional information becomes available, the event will be reopened. Additional information was later received that the device was electively explanted. No adverse patient effects were reported during the procedure. The device was noted to be unavailable for return for reliability analysis.

Event description:
Event description guidant received information that the patient with this pacemaker had an unrelated surgical procedure and while in the recovery room, experienced either pacemaker mediated tachycardia (pmt) or pacing at the maximum sensor rate (msr), which caused ischemia. The ischemia resulted in ventricular fibrillation and the patient was externally difibrillated. The physician thought that the pmt or msr pacing may have been due to an interaction between medical equipment in the recovery room and the minute ventilation (mv) sensor. The field representative turned mv off which resolved the situation. The patient was reported to have multiple medical conditions which may have induced the arrhythmia. No other complications have been reported.

Event description:
Boston scientific (guidant) received information that the patient with this pacemaker had an unrelated surgical procedure and while in the recovery room, experienced either pacemaker mediated tachycardia (pmt) or pacing at the maximum sensor rate (msr), which caused ischemia. The ischemia resulted in ventricular fibrillation and the patient was externally defibrillated. The physician thought that the pmt or msr pacing may have been due to an interaction between medical equipment in the recovery room and the minute ventilation (mv) sensor. The field representative turned mv off which resolved the situation. The patient was reported to have multiple medical conditions which may have induced the arrhythmia. No other complications have been reported.